Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown uss construct/unknown quantity/unknown lot. Additional product codes: mni, mnh, kwp and kwq. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article; lange et al.(2007) anterior vertebral body replacement with a titanium implant of adjustable height: a prospective clinical study. Eur spine j 16: 161-172. This study was a prospective investigation of the 50 patients who received stabilisations of the thoracic and lumbar spine carried out with the synex titanium vertebral body replacement between (B)(6) 1999 and (B)(6) 2000. The patient group consisted of 21 women and 29 men with an average age of 43.1 (20-77) years at the time of the operation. Out of 50 patients 47 patients were given a combined operation receiving a dorsal internal fixator (uss) with at least one additional cross-link. In remaining 3/50 patients operated upon exclusively from the anterior side, bisegmental instrumentation was performed using one or two non-synthes plate fixators. In 30/50 patients the synex was employed bisegmentally, while in 20/50 anterior spinal fusion was carried out monosegmentally. Complications reported: (n=1) bleeding following injury to the segment artery; (n=3) intraoperative loss of blood including two cases of b1 injury and one case of hypernephromal metastasis of the 12th thoracic vertebra with nephrectomy during the same anaesthesia; (n=1)pedicle screw replacement; (n=1) deep wound infection which required two revision operations but subsequently healed; (n=20) back pain; (n=3) trouble with surgical approach with significant symptoms; (n=5) non-union; (n=18) posterior removal of implant. Significant loss of correction between 1.0 & 4.1 degree occurred at t12, l1 and l2. This is report 1 of 5 for (B)(4). This report is for an unknown uss construct.